Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent a revision surgery during which the physician confirmed a rupture in the cylinder/pump tubing, and the system was found to be empty. The device was explanted and replaced. There were no reported patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforated and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.